Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during an uphold¿ lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the doctor pulled the blue dilator with the capio device through the ligament to fix the uphold lite, the blue dilator was torn into two pieces. The doctor removed the torn piece by hand. One piece was fixed to the capio and the other piece was still fixed to the uphold mesh, which could be easily removed. The procedure was completed with another uphold¿ lite with capio slim device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold lite with capio slim device revealed that the blue dilator was broken into two pieces. There were tool marks at the break. The detached piece was returned with the suture and dart. Analysis revealed no damage to the capio slim suture capturing device. Functional analysis revealed that the device functioned as intended. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold¿ lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the doctor pulled the blue dilator with the capio device through the ligament to fix the uphold lite, the blue dilator was torn into two pieces. The doctor removed the torn piece by hand. One piece was fixed to the capio and the other piece was still fixed to the uphold mesh, which could be easily removed. The procedure was completed with another uphold lite with capio slim device. The patient's condition at the conclusion of the procedure was reported to be stable.